Manufacturer narrative:
The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lesions on their cheek and forehead. There is no report of the medical intervention that the patient has received at this time. In the initial report section b5 was incorrect, the correct b5 should be - the patient has alleged shortness of breath, cough, sinus headaches. There was no report of serious or permanent patient harm or injury. The device along with a humidifier was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of dust like white and black contamination, some tiny gray potential hairs at the air input of the blower box, cream colored piece of contamination at the bottom of the blower box, coating of white dust-like contamination in some spots at the bottom of the blower box, black contamination,with keratin, at the air outlet of the blower box, unknown brown and black contamination on the bottom of the humidifier enclosure, small potential black hairs inside of humidifier box . The manufacturer found no evidence of sound abatement foam degradation. The manufacturer confirmed that the heater plate and heater tubing heats using a known-good heated tubing set. . The device's downloaded event log was reviewed by the manufacturer and found 1 instance of e-130 and 25 instances of e-53 on the error log.. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with dust like white and black contamination, cream colored piece of contamination at the bottom of the blower box, coating of white dust-like contamination in some spots at the bottom of the blower box, black contamination,with keratin, at the air outlet of the blower box and some tiny gray potential hairs at the air input of the blower box, unknown brown and black contamination on the bottom of the humidifier enclosure, small potential black hairs inside of humidifier box were inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section b1,b2,b7,d9,d10,g3,h1,h6 has been updated/corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lesions on their cheek and forehead. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.